Event description:
It was reported that a pta balloon ruptured at 30 atm (the rated burst pressure) during the second inflation. Reportedly, it was observed that the entire catheter circumferentially split approximately 4 mm from the proximal end of the balloon. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample was returned. There were no kinks noted on the outer catheter shaft; however, a circumferential shaft break was noted at the connection of the balloon neck and the catheter shaft. The inner catheter was still intact underneath and a kink was observed. No other anomalies were noted around the break location or the shaft's surface. Due to sample condition, the balloon could not be inflated to check ruptures; however, under microscopic examination no rupture could be identified. The balloon was then stripped from the fibers and a longitudinal rupture was observed. The eval results confirm the complaint for a shaft break, and a balloon rupture. The root cause for this event is unk. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent overpressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.